Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to high blood glucose. The customer is having a pacemaker inserted in her body. The customer stated that her high blood glucose had led to a serious heart problem, which she is still hospitalized. The customer stated that the no delivery alarm displayed at the screen without an audio. Troubleshooting was performed. The programming was correct. Ran a fixed prime test and passed. The customer requested a replacement of the insulin pump. No further info was provided.